Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that during a case there was an expiratory valve failure and there was not inspiratory flow. User switched to man/spont and switched back to ventilation mode, but problem persisted. The patient reportedly coded. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
During on site device inspection, the reported problem of a expiratory valve failure could not be verified. The device was successfully tested without finding any deviation from specification. Based on the device log analysis minute volume leaks of up to 5.2 l/min were detected during the time in question. The findings indicate an external leakage in the breathing circuit, probably caused by an untight connection. No further relevant entries, especially regarding a faulty pressure control, were recorded for the reported date of event. It can be concluded that the reported symptom was caused by an external leakage which has led to a loss of pressure and reduced tidal volume applied to the patient. No hints of a device malfunction have been found. During power-on self-test (post) and standby leak test as well, internal and external leakages are detected and depending on size a conditional (yellow) or non-functional (red) state is the consequence. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/pinsp not attained).

Event description:
It was reported that during a case there was an expiratory valve failure and there was not inspiratory flow. User switched to man/spont and switched back to ventilation mode, but problem persisted. The patient reportedly coded. The device has no UDI as an UDI was not required at the time the device was manufactured.